Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology caused extravasation. The patient sought medical attention and antibiotics were necessary. The customer reported as follows: because of no visible blood backflow confirmed upon venipuncture, the hcp moved the needle more than usual and might have damaged the vascular wall. This patient, a (B)(6) year-old woman receiving ptx therapy, experienced extravasation and thus sought a medical consultation at a dermatology clinic and received a prescription of betamethasone ointment. The comments of the professor at the oncology department (customer¿s side) are as follows: it is highly likely that the defective needle could have caused a failure in venipuncture, leading to extravasation. The nurse has been using iag-bc over a long period of time and is quite proficient in venipuncture with iag-bc.